Manufacturer narrative:
Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 8 months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same model.  The reason for the explant was not reported.  No additional adverse patient effects were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that 6 years and 8 months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same model due to moderate insufficiency and stenosis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 8 months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same model.  The reason for the explant was not reported.  No additional adverse patient effects were reported

Manufacturer narrative:
Medtronic received additional information that 6 years and 8 months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of the same model due to moderate insufficiency and stenosis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.